Event description:
It was reported that this pacemaker system recorded an alert for low r-wave amplitude. When it was checked by the clinic, right ventricular (rv) lead loss of capture (loc) was suspected. Reprogramming of the rv threshold was done in clinic. No adverse patient effects were reported. Currently, this pacemaker system remains in service.